Event description:
Patient reported their one bottom tooth is tilting instead of moving inward. They also reported their back teeth are not closing due to their front teeth has moved during treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.